Event description:
On (B)(6) 2014 clinic notes dated (B)(6) 2014 were received for review. The clinic notes mention that the patient has some changes in his typical seizure frequency and type. The patient has started experiencing prolonged flurries of seizures with as many as seven to a dozen and a half seizures over many hours in a day. The physician noted that he was unable to interrogate the patient¿s vns at this visit. He tried two different programming systems and was still unable to interrogate it. He stated that the patient¿s vns battery ID dead. The patient was last successfully interrogated in (B)(6) 2014. The physician indicated that the change in seizure activity may have to do with the vns running out and therefore not getting any benefit from it any longer. The patient was referred for generator replacement. Although surgery is likely, it has not occurred to date. It was later confirmed that the physician believes that the increase in seizures and change in seizures is due to the battery being at end of service.

Manufacturer narrative:
.